Event description:
A customer reported receiving high glucose readings from an abbott diabetes care device. There is a known issue for high readings, addressed by adc fa1004-2023, and it is unknown if the complainant product is related to this field action.the impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown, therefore the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and UK markets beginning august 2022 (distributed after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. If product is returned no further investigation actions are required as this issue is confirmed to fa1004-2023. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.